Manufacturer narrative:
Unable to perform the occlusion, prime or compromised force sensor system and excessive no delivery test or verify motor error alarm due to cracked bleeding lcd noted. The motor was tested outside of the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has motor error. The customer¿s blood glucose level was unknown. No further information was provided. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.